Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Failure analysis found the secondary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wires insulation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with reporter and obtained the following information: the instrument cable was stretched-out. She was not aware of the color of the cable or whether the instrument was used in the procedure, whether there was any cautery or arcing issues. She confirmed that there was no fragment that fell into the patient and no injury to the patient involved.